Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed system notice 50012 ¿the refrigerant delivery path is obstructed¿ was observed on the date of the event. Also, seven applications with balloon catheter afapro28 with lot number 22261 on the date of the event. A clinical issue (pnp) occurred during the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The reported system notice 50012 was not related to the reported adverse event. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv), phrenic nerve palsy (pnp) was observed and the double stop technique was performed. The case was completed with cryo without the rspv ablation. The patient did not recover at discharge but had no symptoms. No further patient complications have been reported as a result of this event.